Event description:
Account experienced low patient results for multiple assays, when compared to repeat testing on another analyzer. The following patient examples were provided. Patient 1, initial calcium gave 3.1 mg/dl; repeat gave 9.8 mg/dl. Patient 2, initial bun gave 4 mg/dl; repeat gave 22 mg/dl. Initial calcium gave 06 mg/dl; repeat gave 9.3 mg/dl. Initial glucose gave 56 mg/dl; repeat gave 139 mg/dl. Initial alk phos gave 13 u/l; repeat gave 48 u/l. No info provided to determine if results were used to guide therapy. The field service rep determined the cause to be the cells were overflowing, and adjusted the water flow to cells. Performance tests were performed.